Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
An adverse event was reported for pt no (B)(6) in the (B)(6) study at (B)(6). The surgeon reported to crm that the pt suffered from deep venous thrombosis of contra-lateral calf 1 month and 4 days post operatively.